Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort and shocking sensation at the scs ipg pocket site. Programming resolved the issue for a few days only. As a result, surgical intervention was undertaken ((B)(6) 2017) wherein the ipg pocket site was relocated further down the original site and ipg was explanted and replaced with another model and issue was resolved. Reportedly, effective therapy was restored post-operatively.